Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient experienced a loss of therapy. The patient status after device removal was recovered without sequela.

Event description:
Information was received from a healthcare provider, a patient, and a manufacturer representative regarding a patient who was receiving compounded baclofen (4000mcg/ml at 1400mcg/day) and unknown morphine (unknown concentration and dose) and was now receiving compounded baclofen (4000mcg/ml at 192.4mcg/day) and unknown morphine (12mg/ml concentration and at 0.577mg/day) via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient heard the critical alarm starting yesterday. The healthcare provider (hcp) stated that the patient had magnetic resonance imaging (MRI) on friday (B)(6) 2023, but did not get the pump checked after. The healthcare provider interrogated the pump today and there were two alerts, one with service code 87 (pump is in safe mode) and a second with service code 101 (pump reset occurred). The manufacturer's technical services specialist (tss) had the hcp check the pump logs which showed pump is in safe state and pump reset occurred on (B)(6) 2023 at 5:43 am. The hcp also stated that when trying to update the pump it would not let them update and showed a "pending alert, eri to occur before next refill date, eri to occur in november, less than one month." When the hcp attempted to update again the programmer showed that "update could not start, date invalid." The hcp confirmed that date and time on the clinician programmer were correct. The hcp had an n'vision programmer and wanted to interrogate the pump using that programmer; the logs showed the same events with the second programmer. The hcp was able to update pump reservoir volume and infusion settings and successfully updated the pump using the n'vision programmer. The hcp stated that they aspirated pump reservoir to check current volume and there were 17 ml of drug in the pump; this was close to the expected volume based on last pump refill which happened on (B)(6) 2023. The pump was updated with 17 ml volume. After the update, the hcp interrogated the pump again and the eri showed 81 months, which was typical of a new pump and not consistent with what is expected based on the implant date in (B)(6) 2022. The hcp stated that the patient was not symptomatic and they were confident the pump was delivering what is programmed. Tss reviewed that issue was documented and they can monitor the pump and patient for any changes to therapy or any future alarms/alerts. Additional information was then received from the manufacturer representative (rep). It was reported that the patient was in the emergency room (ER) and non-responsive on (B)(6) 2023. The hcp asked the rep to meet them in the ER with the rep's clinician tablet. The patient was transferred to another hospital because the pump needed to be replaced and removed. Based on the patient's "overdose" like symptoms, it was determined that the safest course of action was to replace the p ump. The old pump was being returned for evaluation. The patient was having trouble since (B)(6) 2023 but the rep and hcp were not notified. At first the patient was having hallucinations and altered state and was taken to the hospital. Evaluation was done but they could not determine what the problem was. The rep was unsure of what external issues would cause the pump to malfunction. Troubleshooting was performed with technical services. The possibly malfunctioning pump was replaced with a new pump. As of the morning of (B)(6) 2023, the patient was alert and returning back to their baseline state. The patient was still in the hospital after replacing the old pump. The patient's dose was reduced during the pump replacement. The issue was resolved at the time of the report. The patient's medical history was asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: 8637-20 pump - analysis identified the outer shield was concave. Analysis could not determine the cause of the anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.